Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that after preventative maintenance parts were noted to be damaged. It was clarified the battery was damaged and the device did not function properly with the battery. There was no patient involvement.

Manufacturer narrative:
.